Event description:
Robotic maryland bipolar instrument broke while in use. There was no injury to the patient. The device tip shifted off of the instrument shaft. It is unclear how that occurred. No additional procedures were necessary as a result but they did have to remove the trocar the instrument was inserted through to get it out of the patient. The device defect contributed additional time to the procedure to remove the item and get another one.

Event description:
Robotic maryland bipolar instrument broke while in use. There was no injury to the patient. The device tip shifted off of the instrument shaft. It is unclear how that occurred. No additional procedures were necessary as a result but they did have to remove the trocar the instrument was inserted through to get it out of the patient. The device defect contributed additional time to the procedure to remove the item and get another one.